Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the pump was placed in an uncomfortable position which made it difficult for the patient to access and operate. The pump was removed and replaced for a new one. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. It was confirmed that the device was replaced because of the location of the device. There is no more information available since the previous device was implanted by another urologist in another state.